Event description:
It was reported that during a da vinci s prostatectomy procedure, a "screw" from the large needle driver instrument fell into the patient's abdomen. The piece was removed and the procedure was successfully completed with a replacement instrument of the same type. No patient complications, harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a broken distal clevis pin, and missing distal clevis idler pulleys. The cable tension was affected although instrument still was able to grip and hold during live system test. No other damage was found.